Manufacturer narrative:
H3: analysis summary: generator was tested and no issue was confirmed. Device passed all initial testing/couldn't be able to duplicate the issue. H6: codes b01, c19 <(>&<)> d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a generator. It was reported that during procedure, the generator continued to provide power to the handpiece despite attempts to depress the coagulation button, indicating an inability to turn off coagulation. The issue persisted even after another handpiece was opened. The problem was resolved by bringing in another generator. There was a surgical delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
B5: updated description event problem with surgical procedure. Additional codes: f1908 added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a generator. It was reported that during mastectomy procedure, the generator continued to provide power to the handpiece despite attempts to depress the coagulation button, indicating an inability to turn off coagulation. The issue persisted even after another handpiece was opened. The problem was resolved by bringing in another generator. There was a surgical delay of less than 1 hour and no impact on patient outcome.